Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The customer complained of high elecsys tsh assay results for 1 patient tested on a cobas 6000 e 601 module. The initial tsh result was 1.2 uiu/ml. The same patient sample was retested and a tsh result of 1.90 uiu/ml was obtained. The customer deemed the tsh result of 1.2 uiu/ml to be correct. The erroneous result was not released outside of the laboratory. There was no adverse event. The tsh reagent lot was 311038 with an expiration date that was requested but was not provided. Based on the provided qc results being acceptable, a general reagent issue can be excluded. The field engineering specialist was unable to determine a root cause. He performed precision testing with acceptable results. The investigation is currently ongoing.